Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2019: updated event description: it was reported on an unknown date, the locking compression plate (lcp) was folded after several days it was placed. It was also noticed that a cortex screw and the tip of an unknown drill bit was broken. The plate was implanted last (B)(6) 2018 due to an unknown cause. Patient underwent removal of the plate on (B)(6) 2018. It is unknown if there was a surgical delay. Patient status and surgical outcome were also unknown. This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: updated event description provided for reporting. Device history: part: 226.661, lot: 9388541, manufacturing site: grenchen, release to warehouse date: 25.feb.2015 . The device history record shows this lot of 11 pieces was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Updated manufacturer: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While the returned devices were being investigated, it was noted that a cortex screw and the tip of an unknown drill bit were broken. Concomitant devices: locking screw stardrive (part 212.209, lot l803326, quantity 1), cortex screw (part 214.030, lot 7939470, quantity 1), cortex screw (part 214.040, lot 8919247, quantity 1), cortex screw (part 214.044, lot 8919247, quantity 1), locking screw stardrive (part 212.216, lot 9411379, quantity 1), locking screw stardrive (part 212.216, lot l354474, quantity 1), locking screw stardrive (part 212.215, lot l616199, quantity 1). This report is for an unknown drill bit. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: device history lot, part: 226.661, lot: 9388541, manufacturing site: grenchen, release to warehouse date: (B)(6)2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: visual inspection: visual inspection performed at customer quality observed the bent condition on mid-portion of the returned. No new issues were identified. The received device condition agrees to reported complaint condition and the complaint was confirmed. Document/specification review: following drawings were reviewed during investigation. No product design issues or discrepancies were observed. Dimensional inspection: accurate dimensional inspection at relevant bent portion could not be obtained due to given plate contour geometry. However, plate thickness measured proximal to bent regions measured 5.29 mm that falls within the specification of 5.1 mm to 5.4 mm review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: this complaint is confirmed; however, no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No root cause could be determined from the provided information. While it is unknown if the device was bent and contoured to match the patient anatomy when it was initially implanted, it is likely that any unintended excessive forces could have contributed to this observed bent condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2018. Additional procodes: hwc, ktt complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent removal of a locking compression plate (lcp) on (B)(6) 2018. The plate was implanted on (B)(6) 2018. Several days after implantation, the plate became folded. Patient status and surgical outcome are unknown. Concomitant devices: locking screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 4.5mm broad lcp® plate. This is report 1 of 1 for (B)(4).